Event description:
A customer reported experiencing occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. The issue was resolved by changing the infusion set and cartridge and resuming insulin delivery.